Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while the patient was on a cardiosave intra-aortic balloon pump (iabp), with a heart rate of approximately 130 bpm, the iabp alarmed "high temperature". It was additionally reported that the iabp alarmed an went into standby; medical staff followed instruction on help screen and powered off the iabp, after powering back on the iabp the message had cleared and pumping continued, no further alarm messages after that time, patient was removed from iabp and unit was returned to the perfusion department awaiting checking by getinge service engineer. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Having never seen a ¿ high temperature ¿ alarm message before and being unable to reproduce the fault again, the fse replaced the scroll compressor and the temperature sensor as a precautionary measure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the patient was on a cardiosave intra-aortic balloon pump (iabp), with a heart rate of approximately 130 bpm, the iabp alarmed "high temperature". It was additionally reported that the iabp alarmed an went into standby; medical staff followed instruction on help screen and powered off the iabp, after powering back on the iabp the message had cleared and pumping continued, no further alarm messages after that time, patient was removed from iabp and unit was returned to the perfusion department awaiting checking by getinge service engineer. There was no harm or injury to patient and no adverse event was reported.